Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted unk.

Event description:
It was later reported that the patient went past the low reservoir alarm date; the alarm appropriately began to go off. The pump was due to be refilled by (B)(6); the pump was refilled on (B)(6) 2011. It was noted there was no injury. The drug in the pump was compounded baclofen.

Event description:
It was reported that a patient's pump alarm had been sounding for "the last couple of days"; telemetry had not yet been performed. The patient had not realized she had not scheduled a refill appointment; the patient was due for a refill on (B)(6) 2011. The patient called her hcp and left a message because he was out of the office that day. Per the reporter, the patient "just figured out her telemetry strip." The medication administered via the pump was baclofen (concentration and daily dose were not provided). No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.